Event description:
The site reported that the front translation chain broke after a patient stepped onto the table's footrest, causing the table to lean forward into the room. The incident occurred during an exam preparation as the table was in a vertical position. There was no injury reported. Due to the weight of the table, the concern is that a serious injury may result from a toe pinch if the incident were to recur.

Manufacturer narrative:
An investigation is ongoing.